Manufacturer narrative:
The tech found the head up valve was sticking. He replaced the head up valve to repair the bed.

Event description:
Info received indicates during a preventive maintenance check, the tech found the head up function was not working.